Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to a flattened dome switch on the up arrow button, down arrow button, and act button. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she kept the insulin pump in her pocket. Blood glucose level was 117 mg/dl at the time of the call. No further information was provided.